Manufacturer narrative:
Health effect - impact code updated. H3, h6: part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The actuator tip is in the t1 pre-deployment position. The anchors were not returned with the device. A portion of the suture was returned cut from the anchors. No physical damage to the handheld portion of the device. A functional evaluation revealed the actuator tip and deployment knob function as intended. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair, t1 and t2 of fast-fix 360 deployed at the same time. It is unknown if there was a surgical delay. The procedure was completed using a back-up device. No other complications were reported.